Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this right atrial (ra) lead was surgically capped/abandoned due to noise, oversensing, loss of capture and high pacing thresholds. A new right atrial (ra) lead was implanted. No adverse patient effects were reported.